Manufacturer narrative:
Retractable handle.

Event description:
It was reported, there was an issue with the height adjustment disengaging on the cot. There was pt involvement, however, no adverse consequences are alleged.